Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited loss of capture at maximum output in bipolar and unipolar mode. In addition, pacing lead impedance was also noted to have increased from 1,250 ohms several months ago to 2,100 ohms recently. A lead fracture was suspected. No asystole was noted. A lead revision is planned at generator change. At this time, the system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.